Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited infection. Reportedly, the patient was treated with antibiotics when early signs of infection was noted. The patient was brought in multiple times for wound care, with open lateral site and green pus discharge. Moreover, the skin around the xyphoid incision was red, flaky and broken down. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the implanted lead were explanted. Furthermore, the physician placed a jackson-pratt (jp) drain at the device site during site closure and the patient was to remain admitted at the hospital until a life vest was ordered at fit. No additional adverse patient effects were reported. The s-ICD was returned. Additional information from the analysis revealed a lead impedance and battery depletion error. No information was available in latitude nxt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of system revision due to infection, pocket erosion, purulent discharge. Reportedly, the skin on the sternum up the length of the lead was reddened, looking bruised. The physician placed a jackson-pratt (jp) drain at the device site during site closure. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The s-ICD was explanted.